Manufacturer narrative:
UDI #: (B)(4). Date of birth is unknown as it was not provided. (B)(4). A field service (fs) visited the account after the event and checked the equipment as part of a routine 3mo preventive maintenance. System meets all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
An abbott medical optics (amo) application support manager (asm) visited a surgery center and was informed that during a laser treatment, the surgeon was unable to lift a patient's operative right eye's flap completely, therefore, an incomplete side cut inferiorly. The surgeon decided to abort the procedure. The patient is scheduled to return to complete the laser treatment at a later date. Pre-op: bcva 20/30.

Manufacturer narrative:
Additional information: during follow up account reported that the post operative bcva was not attained for the right eye. They stated that they did not have a return date for the patient or a scheduled date for surgery. Left eye completed pre op bcva 20/25 post op bcva 20/25.